Event description:
This (B)(4) study patient underwent successful stenting of the proximal right internal carotid artery on (B)(6), 2009. There was no patient injury. The patient was noted to be doing well at the 30 day follow-up. Updated information from the outcome database indicates that the patient expired on (B)(6), 2010. The event was noted as unrelated to the index procedure and implanted stent. The study coordinator stated that they did not have a cause of death. The patient was found dead at home, and no autopsy was performed. There is no known next of kin, and no death certificate. The site found out about the patient's death when they called the patient for his one year follow-up, and found the phone to be disconnected. The patient's medical history is significant for hyperlipidemia, CABG, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer duct occluder involved in this incident since it was not returned to us. Additionally, the device's manufacturing records could not be reviewed since the lot and serial numbers were not provided. However, each device is inspected by certified operators to ensure each device is acceptable during manufacturing and prior to shipment. We have not received further details surrounding this event to perform a thorough investigation at this time. Should additional information become available, aga medical will file a supplement report.

Event description:
According to the initial information received, a (B) (6) boy was treated with a 6/4 amplatzer duct occluder (ado). When the ado was released from the delivery cable, it embolized into the aorta. The ado was percutaneously retrieved with a snare, but could not be retracted into the femoral sheath. The patient was sent to surgery for surgical removal of the ado. Additional information has been requested, including imaging of the implant procedure and device information, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) male underwent device placement in the patent ductus arteriosus (pda). A 6/4mm ado was deployed but it embolized immediately. It was snared and attempts were made to remove it out of the femoral artery. When unsuccessful, the patient was referred to surgery for device removal. One cd with angiograms was provided for review. The cd revealed an aortogram for evaluation of the pda, ado placement and ado embolization with the images of the ado in the descending aorta. The ductus was small and tapered at its junction to the pulmonary artery; and, mild tapering was also seen near the ampulla. The ampulla was small as well. According to aga's medical consultant the ado embolized due to improper placement of the device. The ado was deployed in the descending aorta and not in the ductus. The ado was never in the ductus, it was released while almost all of it was in the descending aorta.